Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported no image/e315 issue could not be determined, however, the issue was likely due to a loose venting connector during user handling, resulting in the ingress of water into the device and an electronic component malfunction. The event can be detected/prevented by following the instructions for use (IFU) which states: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter.3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient oroperator safety and may result in more severe equipment damage. Chapter 5 trouble shooting. The countermeasures against troubles are described in this chapter.5.1 trouble shooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope displayed error e315 (unsupported scope error). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the radio frequency identification was okay. Switch 1 was cut and leaked. There was no image but after aeration image returned. Angulation was reduced. The control knob had low tension. The control knob had movement. The control body grip celling plate was cracked and the scope cover was dry. The distal end plastic cover had a dent at the channel opening. The objective lens had degradation of the cement. The light guide lens had a crack(1x), the bending section cover glue was white and cracked at the insertion tube and cracked, peeled and white at the plastic distal end cover. The light guide tube had buckles and blisters. The scope connector ethylene oxide valve was misaligned, it was then aligned to test and the scope connector cover was wet. The wet detection sticker was activated and after aeration was dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.